Event description:
A company representative reported that heartflow modeled a complete total occlusion (cto) in what appears to be the lad vessel, however, on the heartflow analysis pdf report it was labeled as a cto in the lcx system. Additionally, for the plaque pdf report, it did not show the cto icon on the lad vessel page, however, it did show on the plaque overview page and the lcx vessel page.

Manufacturer narrative:
A company representative reported that heartflow modeled a complete total occlusion (cto) in what appears to be the lad vessel, however, on the heartflow analysis pdf report it was labeled as a cto in the lcx system. Additionally, for the plaque pdf report, it did not show the cto icon on the lad vessel page, however, it did show on the plaque overview page and the lcx vessel page. Hfid# loy-23dnzd-vbht- investigation findings: due to misinterpretation of the computed tomography (CT) data by the automated technology and inspection process, an occlusion was incorrectly reported in the lcx system in the heartflow analysis and advanced plaque analysis. The investigation determined that the occlusion should have been correctly identified on the lad system. The customer was notified of the investigation results. The physician reported that the patient underwent left heart catherization (lhc), confirming the heartflow findings, and is determining the most appropriate revascularization strategy for the patient. Heartflow's analysis instructions for use include the following warnings: due to the variability in the heartflow analysis, the ffrct values should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient.